Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the palntiff states that essure confirmation test was conducted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and endometriosis ("endometriosis"). The patient was treated with surgery ((B)(6) 2012 hyst. (Partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and endometriosis outcome was unknown. The reporter considered endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008, 2009 the plaintiff states that she received treatment for pelvic pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received :event ¿ injury¿ was replaced with events pelvic pain, menorrhagia, endometriosis. Insertion date updated. Product indication, reporter information, patient details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.